Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance for the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pace/sense portion of the lead could not be loosened from the header. The physician broke the header with a pair of pliers and pushed the lead with a grip from the is-1 header. The device was extracted and replaced.